Event description:
It was reported that the universal battery charger device would ¿not charge with new battery¿. The event was not reported to have occurred during surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries or medical intervention. The date of event was not provided. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that bays 1 and 2 were not functioning at all on the device. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.